Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation (B)(4).

Event description:
The customer reported that while the ventilator was in neonate mode the unit was not alarming circuit disconnect. There was no patient involvement as the issue was found during testing.

Manufacturer narrative:
The "date received by manufacturer" on the initial MDR submission should be 08/11/2016.